Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot#: v547511, implanted: (B)(6) 2010, explanted:(B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-sep-2014, UDI#: (B)(4), note: information from (B)(6) 2021 update pertains to a continuation of the same event across two related rrs, as the lead was hooked up to two different inss over the course of the event (connected to (B)(4) until (B)(6) 2015. Connected to (B)(4) at the time of the extra surgery (B)(6) 2015 to remove the lead after difficulty removing lead during ins replacement on (B)(6) 2015. Information pertaining to additional surgery to remove lead (current regulatory report): "when they were in surgery, they noticed the lead had started to disintegrate and now pieces of metal were in the abdomen." Manufacturer's report: 3004209178-2014-10194. Note: included codes pertaining to issue with lead in related rr (previous issue which led to additional surgery to remove lead). Codes related to specific issue of, "when they were in surgery, they noticed the lead had started to disintegrate and now pieces of metal were in the abdomen,": a0104, e200801, f1901, f1905, b20, c20, d14. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was traveling and a couple of days ago they were on a scooter or tricycle and it slipped while going on a bridge and the patient fell off and on their back and hit their head on the cement. The patient was having pain, was still very sick, had diarrhea, and things were moving and twitching inside and this started on the left but was now all over. It was noted that the patient was leaving to come home today and had not been seen by a health care provider (hcp) on while traveling. Additional information received reported that the patient had broken leads. The patient fell out of the scooter on (B)(6) 2014 and the machine landed on their back. It was noted that the patient¿s hcp checked their lead 3 days ago and told the patient that 2 of the leads were broken. It was reported that 1 lead was not working and one was working in the wrong area. Additional information received reported that the hcp saw the patient on (B)(6) 2014 and the chief complaint was back and abdominal pain. The patient was there for a follow-up visit and was scheduled on an urgent basis. It was noted that the hcp received a call from another hcp about the patient trying to get a hold of them and they talked to the nurse who did the answering machine and the patient requested to come into the clinic. The patient sustained a fall from a motorbike, their leads were broken, and the patient was not getting appropriate stimulation. It was reported that the patient was working with their urologist to salvage the leads with the stimulation but it was not working very well and the patient would probably end up having a new lead placement. After the fall the patient had a slight bruise to the back but the worst pain was abdominal pain and the patient also experienced shakes in the arms 2 days after the fall. Additional information from the consumer reported previous fall and lead fracture. The patient fell and ¿lost leads¿ and she no longer felt stim nor did she have therapy relief. There was a revision but the patient was not sure what was replaced but believed the lead was left in because of an issue removing the lead. No allegations of system use issue were noted during the revision. The patient did not recover completely. Additional information was received from the patient. They reported that five or six years ago, the system was replaced because they fell and the lead was floating. When they were in surgery, they noticed the lead had started to disintegrate and now pieces of metal were in the abdomen.